Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient said that all of a sudden she felt pain in her right leg from side of her hip down to her knee. Patient said that she is no longer feeling the pain however is concerned if it could be related to the device. When asked, patient said that yesterday she did trip over something and fell forwards. Patient was advised to decrease stimulation setting and/or turn stimulation off if reported pain returns and to track what she notices about the pain at decreased setting or when stimulation is off. Patient was also advised to notify her managing hcp. Patient mentioned that prior to implant she did have sciatic pain. Additional information was received from the patient on 2020-jul-08. The patient reported that they had gone to the health care professional (hcp) the day prior to their call for a ¿recheck,¿ and they were telling the hcp they didn¿t know if everything had been going ¿right.¿ the patient reported that they had started having a lot of tingling sensation in their foot and on the right side and that was the side that the device was on. The patient reported that recently one night when they were sleeping on their left side they had some really bad pain. The patient stated that this had started probably over a month ago. The patient noted that they had the device for bowel but their regular hcp wanted them to see a doctor for the bladder; they stated that ¿it comes and goes,¿ and that sometimes when they would get up during the night they would leak before they would get to the toilet. The patient did not allege that their leaking/needing to see a doctor for the bladder was related to the device/therapy but stated that it had been happening off and on for several months. The patient reported that it had been helping for the bowel, that a couple of times they hadn¿t made it to the bathroom but they were getting a 50% or greater relief of their bowel symptoms. The patient reported that the doctor did a pelvic x-ray on the day prior to the call and noted that the doctor thought there was a problem with it because they measured something and some of the ¿leads are not registering.¿ while on the call the patient¿s settings were checked and they were on program 2 at 2.5 volts. The patient was going back to their doctor on the next day. No further complications were reported at this time.